Event description:
My blood glucose monitor read e-5 code when inserting testing strip. This has happened at least 3 times since receiving device on (B)(6) 2025, on (B)(6) 2025, (B)(6) and (B)(6) of 2026.